Manufacturer narrative:
(B)(4). Devices not received, log review only. Conclusion code field left blank - no available code for undetermined or unknown cause. The reported issue that a secondary infusion of azithromycin was observed to not be infusing correctly as a secondary, and was reset to infuse as a primary could not be confirmed. The received event log showed no such infusion programming having been performed. The log noted that the system had been off since (B)(6) 2014 around 06:40 with selection of new patient and hospital area accepted as perinatal. A secondary infusion of azithromycin was noted to have been programmed and started around the time of 06:51, with the rate at 250 ml/h and vtbi at 250 ml. The user then turned off the pump module and system at 07:01. The system recorded the secondary vi as 41.337 ml for the infusion of azithromycin. The reported issue of having found the roller clamp half closed on the secondary set for the azithromycin infusion could also not be confirmed the administration set and instrument devices were not returned for investigation. The roller clamp reportedly being half closed could explain the customer's experience of finding the infusion running longer than expected. The root cause for the customer's experience of a "slow infusion" could not be ascertained from the log review alone and no more information was made available.

Event description:
Customer reported that mg sulfate was running as primary in channel a, lr was running as primary in channel b, and zithromax was to run as secondary in channel b. The night shift rn noticed a "slow infusion" (expected and actual times not specified). She initially had the infusion set up for secondary, which was verified as being hung higher than the primary, and the medication did not appear to be infusing correctly. She then reset the zithromax to run as a primary infusion. After the day shift rn received handoff she went into the room and found the zithromax infusion still running with approximately 100 ml left in the bag. She also found the roller clamp half way closed on the zithromax. The customer believes that the infusion was "most likely pulling from lr bag." There was no report of patient harm or medical intervention. No additional patient or event information was provided.